Event description:
It was reported that shaft fracture occurred. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was selected for dilatation. However, the device was found fractured after unpacking before usage. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, proximal weld, and inner/outer shafts were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube. Inspection of the remainder of the device presented no additional damage or irregularities. The hypotube kinks are attributed to handling of the device.

Event description:
It was reported that shaft fracture occurred. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was selected for dilatation. However, the device was found fractured after unpacking before usage. The procedure was completed with another of the same device. There were no patient complications reported.